Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2007. It was reported that the physician explanted and replaced the pt's ipg on (B)(6) 2011 due to battery depletion. It was reported that the pt had not used the ipg for several years since it was depleted. No further pt complications were reported.